Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were rupture and patient concern with the product.

Event description:
Healthcare professional reported a right side "rupture" and patient concern with the product. Device has been explanted.